Manufacturer narrative:
(B)(4). Report source: other: (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6) by the patient. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage mesh was implanted during a procedure performed on (B)(6) 2005. According to the complainant, on (B)(6) 2008, the patient has experienced intense pelvic pain, and pain when walking, sitting, and having a sexual intercourse. She also reports to have bladder stones twice, vaginal erosions, repetitive urinary tract infection, reduced ability to lift objects, difficulty walking and rash.